Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not provided. Date of event: unknown, not provided. Best estimate of date of event is between feb 23, 2022 and mar 30, 2022. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to blurry vision. Visual acuity pre-op 20/50, visual acuity post-op 20/40 +1, 1 day post-op. There was no incision enlargement, no vitrectomy, no sutures performed. No other information was provided.